Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed undercorrected less than 1 diopter (d) on both eyes a 2 month post op exam. The patient¿s comments were that vision was blurry. The surgery center indicated the patient will need an enhancement procedure to correct reported issue of undercorrection therefore a secondary surgical intervention is required. Pre-op; bcva from (B)(6) 2014, right eye pre-op 20/20 -3.75 x -1.75 x 3, left eye pre-op 20/20 -3.00 x -2.00 x 0, ucva from (B)(6) 2015 od 20/40, os 20/30. Post-op; bcva from (B)(6) 2015, right eye pre-op 20/20 -.75 x .00 x 90, left eye pre-op 20/20 -.50 x -.25 x 155.